Event description:
It was reported that the pump display was frozen on the home screen. No impact to the customer¿s blood glucose level was reported as the caller declined to provide the information. The frozen display was cleared using the button alarm, and no further action was required.